Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿ litigation papers allege pain and clicking. Additionally it is alleged the patient had elevated metal ion levels; doi: (B)(6) 2006 - dor: none reported (left hip); patient is a resident of (B)(6). Update - (B)(6) 2014 - der rcvd updated with dor. Reason for revision: pain.

Event description:
Litigation papers allege pain and clicking. Additionally it is alledge the patient had elevated metal ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 01/02/2015- ppd received. The dob was provided. The stem and sleeve are being added because of elevated metal ion levels. The complaint was updated on: 01/21/2015.